Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: risk manager. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received an FDA medwatch report # mw5187273. The medwatch event description stated that: ¿the tr band was found to be completely empty during the 3- hour post procedure examination. Pcc (B)(6) was tasked with examining the tr band due to the identification of new connections on the band. After careful inspection, (B)(6) and I confirmed the absence of air in the tr band. The physician was promptly notified, and an order was issued. Communicated with dr. (B)(6) and there was no adverse outcome for the patient. The tr band vendor was contacted, and it was discovered there have been reports of air leaking with the tr band. A mitigation process to avoid further leaking events was shared and disseminated to the (B)(6) interventionalists.¿